Event description:
The patient contacted animas on (B)(6) 2012 alleging high blood glucose (bg) for three days with the most recent high reading of 380 mg/dl without significant symptoms of hyperglycemia. The patient reported using correction bolus via syringe for high bg. Troubleshooting of the pump and site/set by animas customer support was unable to identify any malfunctions or defects involving the equipment or use of the equipment by the patient. The patient denied any change in health or lifestyle. The patient stated that the healthcare provider (hcp) has requested the pump be replaced for this patient. This complaint is being reported because the patient's hcp has requested the patient's pump be replaced due to reported elevated bg that does not meet the animas criteria of a reportable adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the total daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box. A 29 hour flow accuracy test was performed and pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.